Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had loss of sensing and pacing issue. The original plan was to reposition the lead. However, the patient had an elevated temperature and sight elevated white blood cell count (wbc) during pre-operation. So physician thought an infection was brewing and decided to explant the whole system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.